Manufacturer narrative:
Patient reported on (B)(6) 2022 that she had lumps and swelling in her cheeks and temples that occurred ~(B)(6) 2022. She went to urgent care who prescribed doxycycline. She also reported on (B)(6) 2022 that she has since resolved. The patient states that she had not reported this to her bellafill injector and would not be doing so. However she provided permission for suneva to follow up with the injector. Patient states she is healthy. No other fillers or facial treatments, although she had recently started a new face wash: pca gentle face cleanser. On (B)(6) 2022: suneva discussed the patient's report with her bellafill injector, (B)(6), rn, the (B)(6) clinic, (B)(6), ph: (B)(6).. The bellafill injections occurred on (B)(6) 2018. She states she injected the patient in acne scars in the cheeks. She did not inject in the temples as there were no acne scars in that location. They have since discharged the patient from their practice due to erratic behavior and non-compliance with aftercare recommendations. Date of event: (B)(6) 2022 is the extimated event date based on the patient's statement on (B)(6) 2022 that the lumps and swelling started "mid-week last week". (B)(4). No issues were noted with review of manufacturing records for the bellafill lot used in the patient's procedure. The lot had since expired therefore retained samples were not available for review. Bellafill is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Lumps and swelling are anticipated patient events that are documented in the bellafill IFU. Clinical studies support that these issues may resolve over time with or without treatment. Bellafill syringes are single use devices and are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit."

Event description:
Patient reported on (B)(6) 2022 that she had lumps and swelling in her cheeks and temples that occurred ~(B)(6) 2022. She went to urgent care who prescribed doxycycline. She also reported on (B)(6) 2022 that she has since resolved.